Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using humulin u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer had elevated blood glucose (bg) levels over 500 mg/dl. Reportedly, customer had kidney damage due to ongoing elevated bg levels. Customer delivered boluses and changed the cartridge and infusion set to address bg levels. Insulin was successfully resumed after changing the cartridge and infusion set.